Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by subdealer of (B)(4) that during a surgery done in (B)(6) hospital, orthopedics clinic, while placing the insert in tibia, right side of the insert was seen a bit higher. A new insert was used and the surgery was completed successfully.

Manufacturer narrative:
Updated lot number and sterile lot number based on additional information. An event regarding difficulty seating a scorpio ps insert into a baseplate was reported. The event was confirmed. There is no indication that the event was related to patient factors. Device evaluation and results: inspection of the returned device noted damages consistent with misalignment of the insert during assembly. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. Conclusions: the root cause of the event was determined to the be related to use error. The returned insert showed damages consistent with misalignment of the insert during assembly. The surgical protocol details proper alignment and assembly steps.

Event description:
It was reported by subdealer of (B)(6) that during a surgery done in (B)(6) hospital, (B)(6) unit, orthopedics clinic, while placing the insert in tibia, right side of the insert was seen a bit higher. A new insert was used and the surgery was completed successfully.